Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate, cause was unknown. The customer's blood glucose was elevated, actual value was not provided. Customer corrected the pump time to resolve the issue.